Event description:
On more than one occasion, our neurosurgeons noted that the forceps get too sticky to the brain tissue while attempting to dissect or cauterize. The potential for brain tissue injury is a concern. Manufacturer response for forceps, stryker disposable spetzler malis standard bipolar forceps (per site reporter): we have asked manufacturer for results of their inspection.